Manufacturer narrative:
Physio-control will submit a supplemental report on this event.

Event description:
Found during routine testing. The customer called to report that the device will not charge the battery and won't operate when the battery goes low. Reporter stated he replaced battery but problem still exists. There was no pt associated with the report.